Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the olympus service center for annual inspection. The physical device inspection findings were as follows: the connecting tube had foreign objects; scratches were found on the switch box; due to the fray of the forceps elevator wire, the forceps skipped or swayed on the upper half of the endoscopic image; the image guide protector had a chip, connecting tube had a cut, the grip had a scratch, the adhesive around the objective lens was worn, there was metal particle around the forceps elevator. As part of the yearly inspection, multiple parts are to be replaced. The investigation is ongoing, and a supplemental report will be submitted once it is completed or if any additional information is provided.

Event description:
A user facility returned the olympus device, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the air/water tube and connecting tube had foreign material. This report is being submitted for the event found during the evaluation. There was no patient involvement.